Event description:
Reporter alleged obtaining a discrepant blood glucose value of 254 mg/dl back to back with a result of 113 or 118 mg/dl when testing was performed within 10 mins on the voicemate advantage system. Reporter stated that at a different time on another day, an additional test of 300 mg/dl was obtained back to back with a result of 101 mg/dl within 10 mins on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.